Event description:
Left carotid artery exposed and needed to clip vein close to artery. Tried to place medium clip on nearby vein, the reprocessed clip applier did not discharge the clip smoothly, it jammed, and tore the vein. A new clip applier was opened and the case was finished without further incidence.